Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a noise anomaly that was unable to be resolved with troubleshooting. The customer's blood glucose level was 480 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The boluses were delivered and properly recorded in bolus history. No delivery anomaly noted. The pump functioned properly. However, a noisy motor was noted during testing due to a faulty motor. The pump was received with a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.